Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed cartridge to resolve the issue. The customer's blood glucose level was 173 mg/dl. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue.